Event description:
Facility alleges blood pump roller guide cut the blood pump segment during dialysis. Treatment stopped; bloodline replaced. No further medical intervention reported. Estimated blood loss > 100 cc